Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the customer was hospitalized due to high blood glucose level was over 525 mg/dl at the time of the incident. It was stated tube that connects to the reservoir was wobbly and not locking in. Troubleshooting was not performed. The insulin pump will be returned for analysis.